Event description:
Further follow-up revealed that the pt is currently doing well and that neurologist expects a full recovery. Neurologist also indicated that the pt requried intubation for several days following the event.

Event description:
Pt experienced upper airway obstruction in the recovery room following vns therapy system replacement surgery, during which both the lead (including electrode) and generator were replaced (reference medwatch report 1644487-2005-00373). There were reportedly no complications during the surgery; however, the surgeon did indicate that removal of the original lead was difficult to to excessive scar tissue. At the time of vns therapy system replacement surgery, the pt's new system was programmed to on at rapid cycling parameters, just as their explanted device had been programmed. The pt remained hospitalized and was intubated with plans for exploratory surgery by an ent to determine the cause of the obstruction. Further follow-up revealed that the pt was discharged to home with no damage to the vocal cords noted. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.